Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The product was discarded by the hospital. Lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather lot product identification information, and no further information has been provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device fractured. There was no harm, injury, surgical/medical intervention to the patient and no report of a delay. The patient did not retain any foreign particle. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided.